Manufacturer narrative:
The returned device was evaluated and received with the cannula assembly deployed. Inspection of the device found a tear in the exposed portion of the soft cannula. It is unclear when or how the damage occurred. No other defects or deficiencies were found that would result in high blood glucose levels. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36. Warnings: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warnings: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient¿s blood glucose reached 340 mg/dl after wearing the pod between 4 and 24 hours on the abdomen. The patient was able to activate a new pod and the patient's bg levels lowered to 150 mg/dl.